Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, patient underwent a tibia nailing procedure distal interlocks stage. It was noted that during final tightening of distal screw, the tna retention pin "tip" broke off inside the screw. The broken tip was removed from the extracted screw head. A new screw was selected and inserted. Fragments were generated and were removed. The procedure was successfully completed with two (2) minutes of surgical delay. No patient consequences noted. This report is for one (1) unk - screws: nail distal locking. This is report 2 of 2 for (B)(4).

Event description:
It was reported that on (B)(6) 2022, patient underwent a tibia nailing procedure distal interlocks stage. It was noted that during final tightening of distal screw, the tna retention pin "tip" broke off inside the screw. The broken tip was removed from the extracted screw head. A new screw was selected and inserted. Fragments were generated and were removed. The procedure was successfully completed with two (2) minutes of surgical delay. No patient consequences noted. This report is for one (1) unk - screws: nail distal locking. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.